Event description:
A female patient with a longstanding history of super morbid obesity underwent the placement of an adjustable gastric band about 4 years ago. She initially had reasonable success with weight loss. However, the band has become nonfunctional with a leak and her weight is steadily increasing. She wishes to have the band removed and is also interested in a sleeve gastrectomy due to her ongoing challenges with her obesity.